Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, the implant was improperly folded inside the cartridge, and they had to switch to a different plan. No particular complications. There was no impact on patient. Additional information has been requested.